Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned. However, performance data was collected from the device and analysis of the device memory indicated oversensing associated with the right ventricular lead. It was noted there were 10 non-sustained ventricular tachycardia (vt) episodes with v-v intervals <(><<)>220ms from (B)(4) 2015. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with many short v-v intervals and it was noted myopotentials evoked ventricular fibrillation (vf) sensing. The rv lead was capped and replaced, along with the implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.